Event description:
A 67-yr-old male with 100% stenosis of lad underwent ptca on 2/8/96, 2 inflations of lad resulted in less than 30% residual stenosis. Attempt at stent was unsuccessful using a 3.5 stent. Procedure was aborted, stent embolized, but could not be located. Pt with good doppler pulses of extremities. Pt was anticoagulated and discharged in stable condition.